Event description:
It was reported that a peritoneal dialysis (pd) patient had been hospitalized for difficulty draining and fibrin on (B)(6) 2014. The patient was treated with heparin and continued on pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.